Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the reported fiber break is confirmed as functional testing of the device identified a fiber body break. It is probable that the rough technique or excessive manipulation of the fiber during set up or advancement contributed to the fiber body break. According to the instructions for use (IFU), excessive manipulation or bending of the fiber can result in damage of the device. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber did not identify any signs of devitrification or debris were identified on the fiber tip. The fiber was functionally tested with helium neon (hene) laser fixture and the testing conducted identified a break in the fiber body, 23.5 inches from the control knob. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber was connected to the laser for a photoselective vaporization of the prostate procedure, and whenever the laser was fired, it was immediately apparent that the fiber was broken in the middle. The fiber was disconnected and the procedure was completed with a second fiber without patient complications.